Event description:
It was reported that, "when the pt fell down, the speciality stem broke. The surgeon will perform a revision surgery on mar 5th."

Manufacturer narrative:
Add'l info was requested. When completed, the eval summary will be submitted in a supplemental report.